Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. The sample initially resulted as 57.4 ug/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 16.1 ug/ml. The sample was repeated a second time, resulting as 15.9 ug/ml. The first repeat value of 16.1 was considered to be correct and was released. The patient was not adversely affected by the event. The vancomycin reagent lot number was 64525601 with an expiration date of 09/30/2012. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer notes that they have changed their tube type to an orange clot tube and ever since doing so, they have had no further issues. The customer states that they are making orange clot tubes a requirement for all vancomycin blood collection.

Manufacturer narrative:
A specific root cause could not be determined. Control results and calibration do not indicate a general performance issue. Additional information was not provided for further investigation. No adverse event was reported.